Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08559. It was reported that the pt was admitted to the hospital due to a procedural pain from the implant surgery. The pt experienced pain at the lead insertion site and the ipg site. The pt was scheduled to be sent to the long term care facility at the end of the week. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.